Event description:
It was reported that the customer was hospitalized for dka. The contact indicated that the set was changed couple hours ago. Explained the customer that using upper buttocks and laying in bed on back maybe putting pressure on the infusion set. The customer removed the infusion set and found the cannula bent. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was placed on silhouette and customer is recovering.